Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the "plates" were faulty. This is consistent with paddles being faulty.